Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that ultrasound gastrovideoscope had a needle puncture. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, and h11. Corrected fields: b5, h6 component code. The device was returned to olympus for inspection and the reported failure was confirmed. However, this report was sent in error as a pinhole in the bending section rubber would not cause or contribute to a death or a serious injury if it were to recur. In addition, the following reportable malfunctions were identified during the device evaluation: a gap between the acoustic lens and ultrasound probe and a crack on the distal end. A root cause for the pinhole event could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure to follow instructions. A definitive root cause for the additional reported events could not be identified. Based on the results of the investigation, the most likely cause was not established. The pinhole event can be prevented by following the instructions for use which state: using endotherapy accessories" on page 71: ¿while raising the forceps elevator, do not insert or withdraw the endotherapy accessory with excessive force, open or close the distal end of the endotherapy accessory, or extend the needle of the instrument. This could damage the instrument channel and/or the endotherapy accessory and could cause patient injury, bleeding, and/or perforation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was unknown when the event occurred.